Manufacturer narrative:
Device remains implanted.

Event description:
It was reported that a patient underwent a revision surgery, to address a spinejack implant that had migrated into the vertebral body post-operatively. The device was originally implanted in april 2021 at a different (unknown) facility; the original specific type of surgical procedure is also unknown. The revision surgery was performed to stabilize the implant to prevent additional movement. No additional adverse consequences or medical intervention have been reported.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that a patient underwent a revision surgery, to address a spinejack implant that had migrated into the vertebral body post-operatively. The device was originally implanted in (B)(6) 2021 at a different (unknown) facility; the original specific type of surgical procedure is also unknown. The revision surgery was performed to stabilize the implant to prevent additional movement. No additional adverse consequences or medical intervention have been reported.